Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. A system log review was not performed since there is insufficient or unconfirmed product/event information. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the mcs tip cover accessory fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The mcs tip cover accessory was retrieved and no additional surgical intervention was required. However, unintended items falling into the patient may require surgical intervention. At this time, it is unknown what caused the event to occur. Although there was no patient injury reported, if this event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors tip cover accessory fell into the situs. The tip cover accessory was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up with the customer to obtain additional details related to the event. However, as of the date of this report, no further information has been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. D02 - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of mcs tip cover accessory tear to be related to the customer reported complaint. The mcs tip cover accessory was found to have tearing at the mouth (clear silicone portion), likely causing the mcs tip cover accessory to be loose. Tear was axially aligned with the mcs tip cover accessory and measures approximately 0.138" in length. There are no signs of thermal damage present at the end of any tears. Multiple gouges were also observed around the distal tip of the mcs tip cover accessory. No missing material was observed. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of tears/torn mcs tip cover accessory is attributed to a component failure.